Manufacturer narrative:
The returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, a bulged housing and leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, a damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device. The observed bulging of the housing may indicate that the device was not refreshed/used for a long period of time. This is a final report.

Event description:
The user requested a check of product. No damage to health or injury has been reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation . When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested a check of product due to bulging dacapo powerpack. Electrolyte leakage was found by (B)(4). No damage to health or injury has been reported.